Event description:
It was reported that the patient received an alert for high, out of range, pacing lead impedance. A loss of sensing and a loss of capture were noted. Lead fracture from a rib or clavicle crush was suspected. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).